Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, the device memory was received and analyzed with no anomalies found.

Event description:
It was reported that the right atrial (ra) lead had an abrupt rise in lead impedance and capture threshold several months after implant. The lead had high impedance and high threshold. The lead was revised and found to not be seated past the device header connection. The device header setscrew was loosened and the lead was moved forward into the header, fully seating the is-1 terminal pin. The lead was tested with all measurements within normal limits. The lead and the device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the ra lead had exhibited undefined pacing impedance prior to the lead revision. The implantable cardioverter defibrillator (ICD) has been explanted and replaced. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis of the device memory was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.